Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the burned connector module of the led affected the image. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer which confirmed the intermittent image was discovered during diagnostic cystoscopy procedures. It was reported that the intermittent image was progressive until no cystoscopy could be performed because the light kept flickering. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
A device evaluation revealed the harness was old causing weak connection between the harness and the light emitting diode (led) unit. Weak connection could cause problem with light due to which the image might seem to be flickering. However, the customer allegation could not be confirmed. A device evaluation also revealed w-led errors in the error log. There were burnt connectors on the led module. The investigation is ongoing and follow up with the facility is currently being performed a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image displayed by the video processor was flickering. The device was returned, and an evaluation revealed inadequate contact between the harness and the light emitting diode (led) unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.